Manufacturer narrative:
Pt info:unk. This product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -16.0/5.0/012 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6)2021 the lens was removed due to refractive surprise. Reporter states " in the first postoperative day following phakic lens explantation cornea and crystalline were clear. It is expected that the cornea deflates after the extraction of the lens to take measurements again and request the new replacement lens." Cause was reported as the patient related factor and user error. "Due to previous keratoconus it was possible that the pre-operative manifest refraction was not accurate."

Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).